Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of over 600 mg/dl. The bg was addressed via manual insulin injection. The customer was released later that day with no permanent damage. The customer continued to use the pump for insulin therapy, and has an alternate method available for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.